Event description:
It was reported that, while in use on a patient, the spontaneous volume readings on a 980 ventilator increased to "3000". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and duplicated the reported issue. The se replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.